Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver saline and radioactive nucleotides. The cair clamp was being used to regulate the flow. It was reported that after priming the tubing set and the cair clamp was closed, the flow did not stop; subsequently the solution leaked. The spill was cleaned up according to the user facility's protocol. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional information was provided.